Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "ultrasound installation of the sherlock system of a single lumen PICC line with a diameter of 4fr. Installation without difficulty. Observation at the end of the procedure of a permanent venous return, indicating that the bidirectional valve crimped on the PICC line is not working. Obligation to install a 2nd bidirectional valve (supplied with the kit). Information sent to the ide team. Information contradictory to that given during training (i.e. Do not put a bd valve on this type of PICC line)."